Event description:
It was reported that pump displayed malfunction alarm with motor movement error after no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, performed pump reset with guidance, did not experience repeat malfunction, was advised to continue using pump, and was instructed to call back if malfunction recurred.